Event description:
Pt was undergoing ercp exam with fluoroscopy. At completion of prcoedure, the pt's right thumb reportedly had a small amount of bloody drainage at fingernail. X-ray revealed a fractured thumb.